Manufacturer narrative:
Siemens has completed an investigation of the event. The root cause was determined to be user error. There are 2 recon jobs for the tomo scan. Fixed axial for the image orientation of the first recon job and "axial/coronal/sagittal" for the second recon job. Because the patient position is ffp, the rotation of the recon box is different between these 2 recon jobs. The operator wants to use the ¿copy recon volume¿ function to copy the recon box of the 1st fixed axial recon and pasted this to the 2nd multi recon job which has different rotation of recon box with the 1st recon job. Therefore, when applying the ¿copy recon volume¿ function from the 1st fixed axial recon to the 2nd multi recon job, the image had been rotated 180 degrees, however the left/right label on the image is also changed accordingly, which is correct to make sure it can support the user judgement. Unfortunately, in this case, it is clear that the operator didn¿t notice this and mixed up the left and right side of the anatomy image. 1. For ¿copy recon volume¿ this was a designed workflow and it¿s already effective since va10. The explanation of this function is quite clear (the rotation property is applied) in the IFU doc c2-082b.621.01.03.02 (page 430). The properties of the recon box are applied, for example, its size and its rotation, while the image orientation of the target volume is kept. 2. In all viewings the orientation and the left/right label was correctly marked. In the IFU doc c2-082b.621.01.03.02 (page 57) it also reminds the operator to review the generated result to avoid wrong diagnosis. 3. This ¿copy recon volume¿ function with correct marked left/right labels on the image was widely used (about 19 million usage at 11,326 systems within 6 months) and this is the only case reported from the installed base. Assessment does not indicate a system failure or malfunction and no non-conformity was identified.

Event description:
It was reported to siemens that an adverse event occurred while operating the somatom go top (cn) CT system. The customer reported that a ureteric stent was inserted incorrectly due to mixing up the left and right side of the anatomy image. After realizing the mistake, the operator had another ureteric stent inserted into the correct side timely. There was no negative impact to the state of health of the patient involved other than a delay in completing the procedure.